Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the saphenous vein graft (svg) to the right coronary artery (rca) with the use of a non-abbott device. It was noted that four graftmaster stents were placed in an overlapping fashion [3.0 x 19 mm, 3.5 x 16 mm, 4.0 x 19 mm, 3.0 x 12 mm] with a small leak remaining at the proximal and distal ends requiring surgical treatment. Although the stents minimized the perforation leak, it continued to leak at the proximal and distal ends/area of the stents and after about 2 hours the patient was transferred for surgical treatment with a successful outcome. There appeared to be a wisp of contract into the pericardial space and the valve did not appear to be working as the chamber became filled from the leak. There was no tamponade performed. A 40cc intra-aortic balloon pump (iabp) was placed but no cardiopulmonary resuscitation (CPR) was performed or needed. Throughout the procedure the patient remained alert and oriented. Post stent placement the patient complained of neck pain as 9 out of 10 prior to transfer for surgical treatment. The patient was reported as doing fine post surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The stent remains in the vessel; it is indicated that the stent delivery system is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional 3 graftmasters are being filed under a separate manufacturing report numbers.